Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-11592. The report was submitted in error. Duplicate of 3012307300-2022-01162 (cc-0123197).

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited ec 45639 and red display when turned on. No patient injury reported.